Manufacturer narrative:
A ge representative evaluated the system and replaced the surge suppressor. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system was displaying an error. No pt injury was reported.